Event description:
According to the reporter, during the wedge resection procedure, there were 2 reloads used and the physician could not identify which reload was used for two firings. For the first firing, the reload was connected to the adapter and the surgeon tried to clamp the tissue of lung parenchyma, however neoveil sheet was detached from the cartridge. They replaced with a new cartridge and the firing was completed. For the second firing, they connected the reload to the adapter and the surgeon pushed the silver button to opened the jaws, however it could not open. She inserted forceps for endoscopy between the jaws and checked the jaws were opened smoothly. Then she clamped the tissue, fully fired the device and pushed the silver button, however could not open the jaws. She inserted forceps for endoscopy between the jaws again and could open the jaws and released the tissue from the cartridge and also checked the resection. The stapling was then completed with no problem. After that, they used tri-staple cartridges and the firings were completed with no problem. The surgical time was not extended and no bleeding occurred.